Manufacturer narrative:
Positive pressure valve (vendor, model, lot unknown); therapy date unk. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the extension set leaked at the filter site. There was no report of patient harm.